Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event to 48 mg/dl while using the ilet bionic pancreas, with low glucose persisting about 20 minutes and treated with oral carbohydrates (apple juice); the device is designed to suspend insulin below 70 mg/dl, and troubleshooting and education were provided. Symptoms included no reported adverse clinical effects. Outcomes included self-recovery without medical intervention or hospitalization. Investigation included complaint handling, user interview, and review of product use and reported behavior. Investigation of this case revealed a user-reported hypoglycemia event with unclear cause and appropriate self-treatment. It was concluded that the event involved hypoglycemia of undetermined cause with no device malfunction identified based on available information.